Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was secured inside the packaging kit, and was kinked. The location of the kink was measured after removal from the kit to be approximately 59.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked. The type and location of the damage observed is consistent with damage that typically occurs if an attempt is made to withdraw the ace 68 from the packaging shell prior to removing the tubing tray. However, the initial complaint indicated that the damage was noticed inside the packaging, and therefore, the root cause of this kink could not confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon opening its packaging. The kinked ace 68 was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new ace 68.